Event description:
A customer reported a malfunction on their pump after the battery died when left at home during travel. Upon restarting, the pump displayed malfunction code 5. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if the malfunction reoccurred.